Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
H10: upon follow up, customer reported that issue was resolved and customer will not return pump for investigation.